Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
On (B)(6) 2016, the valve in question was implanted to the patient who was suffering from subarachnoid hemorrhage. On (B)(6), it was noted that the fluid stopped flowing while the valve was inside the patient¿s body. The valve was removed and the patient¿s condition is currently being observed. The patient is a (B)(6) female and initial (B)(6). The surgeon suspects that debris clogged the valve since the water flow test was performed before the surgery. The problem was noted by the clinical symptom, the size of ventricular by CT or MRI, and pumping the reservoir. The pressure setting was not changed to manage clinical symptom. The current setting was checked by using both x-rays and indicator of the tool-kit. The current setting is 3. The patient¿s current condition is fine. No further information was provided by the hospital.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 4. The valve was visually inspected: no defects were noted. The valve was hydrated for 24 hours. The valve was tested for programming. The valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The valve was reflux tested, the valve passed the test. The siphon guard was tested, the valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-8804pl with lot cvjbr0, conformed to the specifications when released to stock in 19th august 2016. No root cause could be determined as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.